Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because after follow up attempts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. When the physician attempted to connect the catheter to the irrigation line, the flush port broke. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.